Event description:
It was reported that the PICC line was leaking. Line used (B)(6). No patient injury reported. Report received from (B)(6). (B)(6) received on (B)(6) 2015, one putative defective bard PICC line, size 4fr, product code not supplied, batch number not supplied. Report received from IV access sister - "leak in PICC below skin surface (in subcutaneous space) PICC removed. In the laboratory the putative defective device was connected to a syringe filled with water. Water was injected through the red lumen a leak was observed at the 45cm mark. The line was then examined under a stereo microscope and revealed a small irregular shape hole. The hole resembles a puncture from the outside surface of the tube into the lumen.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint was confirmed and the cause is use related. The product returned for evaluation was a photograph of a groshong PICC. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The observed damage which is characteristic of this failure type included: circumferentially aligned split in the catheter, rounded fracture edges, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.